Manufacturer narrative:
(B)(4): macroscopic examination confirms the implants are fractured into multiple pieces and broken. Microscopic examination of the fracture surfaces reveal a brittle fracture with directional river lines at the base of the inserter interface feature, suggesting crack propagation due to overload condition during implant impaction. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that during a five level plif procedure, the peek implant broke during implantation at l3-l4. Reportedly, upon insertion, while the implant was on the implant holder being tamped, but not hard, the devices snapped. The implant broke a third of the way at the inserter interface. It was replaced with another implant. No pt complications were reported.